Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the o-ring. Additionally, it was reported that resistance was experienced during the fill process. Customer's blood glucose level was approximately 280 mg/dl. Reportedly, the pump cartridge was changed multiple times to address the issue and insulin delivery was resumed.